Manufacturer narrative:
Device eval: the device is currently being evaluated. The MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to hyperglycemia. It was reported that the pt had recently been waking up with high blood glucose levels, for which they were adjusting her basal rates. One day prior, at 8:17 pm she tested at 366 mg/dl, she took a correction bolus and went to bed. She woke up at 3:00 am vomiting and was brought to the ER. She was admitted and was treated with IV insulin and fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.